Manufacturer narrative:
The device was not returned. Production records were reviewed. There were no nonconformities noted with the lot during production. There were no nonconformities with the raw material used. All finished goods testing requirements were met prior to release. There was no evidence that the device failed to meet specifications and the report could not substantiated. There is a possibility of using the incorrect surgical method for implanting the inserter. Furthermore, if the drill channel is too small or the bone quality is not of acceptable form, this kind of failure is possible. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.

Event description:
According to the reporter, "during a right shoulder arthroscopic bankart/labral repair with capsular shift, a very small metal component from the anchor was noted to have detached and become affixed to the deep portion of the labral anchor."